Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the non patient separates from the holder hub and needle stick injury-post use. The following information was provided by the initial reporter. The customer stated: "two needles broke spontaneously. One broke before use and one during use. One phlebotomist suffered a needle stick injury." Additional information received: the needle stick injury was with a dirty needle. Patient was tested but no pathogens found so no treatment followed for the phlebotomist.¿

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for broken needles with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of broken needle was not observed. Bd was not able to determine an exact root cause for why the needles broke off the device. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the non patient separates from the holder hub and needle stick injury-post use. The following information was provided by the initial reporter. The customer stated: "two needles broke spontaneously. One broke before use and one during use. One phlebotomist suffered a needle stick injury." Additional information received: the needle stick injury was with a dirty needle. Patient was tested but no pathogens found so no treatment followed for the phlebotomist.¿

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/8/2021. H.6. Investigation: bd received 2 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for broken needles was observed. The customer samples were evaluated by visual examination and the indicated failure mode for broken needle with the incident lot was observed additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of broken needle was not observed. Bd was not able to determine a definitive root cause for why the needles broke off the device. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the non patient separates from the holder hub and needle stick injury-post use. The following information was provided by the initial reporter. The customer stated: "two needles broke spontaneously. One broke before use and one during use. One phlebotomist suffered a needle stick injury." Additional information received: the needle stick injury was with a dirty needle. Patient was tested but no pathogens found so no treatment followed for the phlebotomist.¿